Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. Troubleshooting with tandem technical support indicated that the occlusion was due to the infusion set site. The customer removed the infusion set site and there was bleeding. Blood glucose (bg) level was impacted (600 mg/dl) and was addressed by administering a manual injection. The customer could not provide infusion set information.